Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2014 and suture was used. When tying the overlock aorto-prosthetic anastomosis, the suture broke. As a result the patient started to hemorrhage. The patient was treated with noradrenaline and macromolecules, followed by a transfusion with packed cells and platelets.

Manufacturer narrative:
It was reported that there was total recovery of the aortic anastomosis.

Manufacturer narrative:
Conclusion: actual samples were returned for evaluation. Upon visual inspection, some manipulation memory was present at the broken end suggestive of knot tying, but the force required to cause the breakage could not be determined. The splitting of the suture appeared related to instrumentation damage, and could be interpreted as fraying.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.